Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon opening the catheter, there was a black spot noticed inside of the hose. It was stated that the black spot was the size of a small dot. The customer did not use the product.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A coude silicone catheter was returned with its original packaging (include the blue sleeve). Tape was wrapped on the catheter shaft. The tape was removed and a faint black dot was found that was not the black indicator dot. The dot appears to be embedded in the tubing. As per input from moncks corner quality engineering, this is a case of discoloration. The root cause of this failure is operator error in not stirring the tin tank before surface activation due to which there was a visible stain, resulting in discoloration and user dissatisfaction. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Since the reported event is unrelated to labeling, a labeling review is not required.

Event description:
It was reported that upon opening the catheter, there was a black spot noticed inside of the hose. It was stated that the black spot was the size of a small dot. The customer did not use the product.